Event description:
It was reported that during a coronary stenting treatment procedure, a shaft fracture occurred. The 98% stenosed lesion being treated was located in the mildly calcified, moderately tortuous mid circumflex (cx) artery. The lesion was not predilated. When the physician was attempting to place the 3.00 x 16 mm liberte bare metal stent, the shaft fractured 30 centimeters from the distal end. The procedure was completed with another liberte stent. No patient complications were reported.